Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned samples: 264 samples received on (B)(6) 2017 and inspected - inspected result: ok. Because only 1 complaint registered on this lot number and the test result of the returned samples were ok, we have initiated (B)(4) to follow this case, so we decide continue to monitor the trends closely, and actions can be taken based on the trends. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. In addition, a recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
According tot he available information, patient is stating that the catheter was bunching up in his urethra. Patient went to the hospital and they put him in a permanent catheter. Patient also stated that he has trauma to urethra and a lot of bleeding. End user also said that when he was having a bowel movement earlier today and when he strained blood came out of the catheter. He said he bled for 45 minutes. EU stated that the doctor said that the inside track has been torn badly. No uti.